Event description:
It was reported that this right ventricular lead exhibited high, out of range pacing impedance (greater than 2,500 ohms) and high capture thresholds (6v) in a bipolar setting. During in clinic testing , the physician switch to unipolar setting, and pacing impedance dropped to 512 ohms and threshold were at 1.2v. There was evidence of noise during myopotential testing. The physician reprogrammed device to unipolar settings. The physician suspects a lead fracture. The patient will be scheduled soon for a lead replacement. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high, out of range pacing impedance (greater than 2,500 ohms) and high capture thresholds (6v) in a bipolar setting. During in clinic testing , the physician switch to unipolar setting, and pacing impedance dropped to 512 ohms and threshold were at 1.2v. There was evidence of noise during myopotential testing. The physician reprogrammed device to unipolar settings. The physician suspects a lead fracture. The patient will be scheduled soon for a lead replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that this rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.